Event description:
The facility representative reported a flogard infusion pump with a broken door. The event was reported to have occurred upon power up in the pediatrics area. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "door broken" was confirmed during device evaluation. During visual inspection a damaged pump head door in the upper/lower hinges stop area was found. The pump head door with required parts were replaced as per service manual to fix the reported problem. Should additional information become available, a follow-up MDR will be submitteed.